Event description:
On (B)(6) 2011, the pt was treated with gore excluder aaa endoprosthesis. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted. The endograft migrated after deployment (measurements unk) and the renal artery was covered. The device was then explanted and the procedure was completed in an open repair with a tube graft. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.